Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The ipg was superficial and about to come out of the skin, but no skin breakage was noted. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively. No device malfunction was suspected.